Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that there were some bent test strips in their onetouch verio test strip vial. The patient did not allege any harm or injury because of the reported issue. During troubleshooting, the patient alleged the issue happened before and after testing their blood glucose with the subject test strips. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that they had some bent test strips in their onetouch verio test strip vial. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.